Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis cannot be determined. The common probable cause for stenosis is pannus overgrowth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that three years, five months post implant of this bioprosthetic aortic valve, this device was replaced, valve-in-valve with a transcatheter bioprosthetic valve due to stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that this valve was replaced valve-in-valve due to elevated gradients and regurgitation as indicated by echocardiogram. It was also reported that the replacement was due in part to a possible patient-prosthesis mismatch. Prior to the replacement procedure, the patient was symptomatic with fatigue. Following the replacement procedure, the patient continued to have symptoms of congestive heart failure (chf) and a low aortic valve area (ava). The patient was treated with anticoagulant medication and their condition improved. Patient weight added. Patient's relevant medical history added. Initial reporter updated. Patient and device codes updated. Conclusion: a review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released man ufacturing processes and met all applicable manufacturing specifications prior to release for distribution. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the issues cannot be determined. However based on reported information, the issues could be due to possible patient-prosthesis mismatch. If information is provided in the future, a supplemental report will be issued.